Event description:
A pt was implanted with a vectra plate construct at c2-c4 on an unk date. Post operative the plate migrated off of the vertebral body. The screws are intact on the plate. Pt is scheduled for hardware removal on (B)(6) 2012. Surgeon plans to revise the pt with the same construct at c2-c4 and posteriorly revise the pt with lateral mass screws. This report is #7 of 7 for the same event.

Event description:
A patient was implanted with a vectra plate construct at c2-c4 on an unknown date. Post operative the plate migrated off of the vertebral body. The screws are intact on the plate. Patient is scheduled for hardware removal on (B)(6) 2012. Surgeon plans to revise the patient with the same construct at c2-c4 and posteriorly revise the patient with lateral mass screws. On (B)(6) 2012, it was reported the anterior screw pulled out. This report is 7 of 7 for the same event. MFR #s: 2520274-2012-01086, 2520274-2012-01087, 2520274-2012-01088, 2520274-2012-01093, 2520274-2012-01094, 2520274-2012-01095, 2520274-2012-01096.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device used for treatment.